Event description:
Pt with a tesio catheter had one side of her catheter "snap" above the junction of the metal piece. Pt was sent to vascular surgeon's office to have it repaired. After she returned the same thing happened to the other side.